Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
The customer reported that the qrs tone sounds for bed 10, but an alarm does not sound, even though it is displayed. There was no adverse event or patient harm reported.